Manufacturer narrative:
(B)(4). During laboratory analysis, product surveillance technician (pst) observed pin#1 of optical sensor cable to be disengaged from connector p11 which resulted in frequent pump jams. Reinsertion of pin#1 into connector p11 enabled pump to function properly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) replaced the optical switch cable assembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb) procedure, the pump jammed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: per manufacturer's subsidiary, on (B)(6) 2007, during cardiopulmonary bypass the clinical engineer noticed a pump jam alarm, and consequently a stopped pump on a 4-inch race way roller pump on a advance perfusion system 1 (aps1). The 4-inch roller pump was in use as a sucker. Prior to commencing cpb, the aps1 with the sucker roller head was set up and occlusion set per hospital protocol without issue. This roller pump was being used independently with one quarter inch tubing in the race way. When the pump jam alarm occurred, the clinical engineer connected another roller pump to the base of the aps1, and reloaded the pump with the sucker tubing. The alternative of checking and adjusting the occlusion on the roller pump did not occur during this procedure. The incident didn't stop the surgical procedure and the patient was weaned from cpb without issue. There was no blood loss, and no harm was observed.